Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received the helix was retracted. The helix was damaged during analysis testing. No further testing could be performed. The lead was otherwise normal.

Event description:
It was reported that undersensing and capture anomaly were observed. Dislodgement was noted. Lead was explanted and replaced.